Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 35229962 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, a piece of the pgw .018 sv inter 180 cm st guide was broken inside the femoral artery and remained inside. The physician had to proceed to the removal of this piece after removing the catheter. The product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
The following sections have been updated accordingly. During an unknown procedure, a piece of the pgw .018 sv interventional 180 cm st guidewire was broken inside the femoral artery and remained inside the patient. After removing the catheter, the physician was able to remove the separated piece of the guidewire. No additional information was reported. The device was not returned for analysis. A product history record (phr) review of lot 35229962 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, while unknown, and procedural/handling factors may have contributed to the reported event as these characteristics are known to cause damage to guidewires. Per the instructions for use, which is not intended as a mitigation, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a piece of the pgw .018 sv inter 180cm st guide was broken inside the femoral artery and remained inside. The physician had to proceed to the removal of this piece after removing the catheter. The product will be returned for analysis. No additional information is available.